Manufacturer narrative:
Investigation results: the product was evaluated and a visual examination confirmed that the guide portion of the device broke off. The guide portion was not returned for evaluation. The evaluation was unable to confirm the cause of this failure. A review of history for this product found no other events with this failure. This product will continue to be monitored.

Event description:
A customer reported that during use in an acl procedure, the tip of the device broke off in the pt's tendon. The tip was retrieved and it was reported that the pt needed no further treatment.